Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a partial display and a keypad anomaly. The customer¿s blood glucose was 250 mg/dl at the time of incident. Customer stated that the insulin pump screen had many colors and the buttons were unresponsive. Customer stated that the insulin pump has not been used for a while that could have led to keypad anomaly and partial display. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm, missing segments/partial display or display anomaly noted during testing. Pump passed displacement test and self test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.